Event description:
A malfunction on the pump was reported by the customer. There was no reported impact to the customer's blood glucose level. The customer reverted to multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. The customer was provided with instructions on putting the pump into storage mode and was advised to return the faulty pump to tandem using the provided return box and prepaid label.